Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The inability to advance the delivery system through the sheath and vascular dissection were empirically confirmed based on information received to date. Available information suggests patient factors (calcification, tortuosity, undersized vessel) likely contributed to the event as severe calcification of the right common iliac artery, mild tortuosity, and a minimum luminal diameter of 4.8mm was reported. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported from japan by a field clinical specialist, resistance was encountered during insertion of the delivery system through the 14fr esheath+ in a transfemoral transcatheter aortic valve replacement procedure with a sapien 3 ultra resilia valve. The valve did not exit the tip of the sheath, and the system was withdrawn as one unit with the valve still mounted. The delivery system exhibited a kink in the flex catheter. No device damage to the esheath+ was reported. After removing the sheath and delivery system, a dissection of the descending aorta was discovered. A stent was placed to treat the dissection, and an aortic valve replacement was performed on the same day. The patient was on dialysis and remained in stable condition post-procedure. The cause of the dissection was reported to be vascular tortuosity and severe calcification of the right common iliac artery. The reporter noted severe calcification of the right common iliac artery and scattered calcification from the aortic arch to the access site, with mild tortuosity and a minimum luminal diameter of 4.8 mm.